Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. Upon evaluation, the front -5v and lead 2- wires were severed between the distribution node (dn) and ECG electrode c. The root cause of the severed electrode is physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional.